Event description:
It was reported the procedure was being performed in the radiology department on a male pt with an occluded av dialysis fistula. The catheter was placed into the left brachiocephalic fistula. During the declot procedure with the use of the over the wire treratola near the anastomosis a piece of wire broke off and remains in the pt. The physician noted light to moderate external pressure and the rest of the device was extracted w/o any problems. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome states there were no adverse effects. On (B)(6) 2012 - f/u info states the fracture occurred during the fourth pass in curved (not angulated) aneurysmatic segment of vein immediately distal to the brachial artery basilic vein anastomosis during the application of external pressure to enable fragmentation of mural thrombus. The fragment corresponds to what is missing from the device and traveled centrally in the veins. It was not identified on a chest x-ray.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.